Event description:
The customer contact reported that during routine testing at the user facility, the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found that the device passed testing for 11/004. During further testing found leakage from the disposable batteries in the battery compartment of the device. This device has been identified as part of two product recalls. This report represents all the info known by the reporter upon query by hospira personnel.